Event description:
Boston scientific crm received info that during the implant of this implantable cardioverter defibrillator (ICD), difficulty was experienced getting the df-1 setscrew to retain the lead. It took three attempts to tighten and loosen the setscrew until the lead was successfully retained. No adverse pt effects were reported.

Manufacturer narrative:
Technical services advised this might be due to the wrench not being inserted at a perfectly perpendicular angle. This ICD remains implanted.